Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed. There was wear and tear on the damaged enclosure, front cover, and line cord. A cracked tank cover and an outdated printed circuit board (pcb) and power switch. The reported problem was confirmed but the cause was unable to be determined. The tank cover was replaced. The root cause of the reported issue was a damaged tank cover. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is leaking. No patient injury has been reported.